Event description:
On (B)(6) 2016, the patient contacted lifescan (lfs) alleging that his onetouch ultra ping meter was reading inaccurately erratic. The complaint was classified based on the customer care advocate (cca) documentation. Medical surveillance specialist (mss) made two unsuccessful attempts to follow up with the patient a "no response" letter was sent to the patient. The patient reported that the alleged inaccuracy began on (B)(6) 2016, early morning. He stated that he obtained alleged inaccurate erratic blood glucose results of "500 and 100 mg/dl" on the subject meter performed less than 20 minutes apart. Based on statistical methodology, the calculated difference between these results falls exceeds lfs' criteria for precision. The patient manages his diabetes with insulin pump therapy and continued with usual diabetes management routine including sliding scale as a result of the alleged product issue. A couple of hours after the alleged inaccuracy began the patient stated that he developed the symptoms of "blurred vision and fatigued". He reported that he self-treated with food and or drink and 2 glucose tabs. At the time of trouble shooting, the cca confirmed the subject meter was set to the correct unit of measure, the correct testing steps were used and the sample was obtained from an approved site. Cca also noted that the test strip vial was neither cracked nor broken and the test strips were stored correctly and not expired. Replacement products were sent to the patient. Based on the information provided, the patient did not experience symptoms indicative of lfs's serious injury criteria for hypoglycaemia. This complaint is being reported because due to the comparison provided, the device malfunctioned.